Event description:
It was reported that routine log files were submitted for analysis. Review found a cluster of power cable disconnect alarms alongside low power hazard and no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events and the system controller backup battery was used.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.